Manufacturer narrative:
(B)(4).

Event description:
It was reported triple lumen catheter was being discontinued for a (B)(6) female patient who was going to hospice care. The rn removed the tegaderm and cut the suture. The line pulled out smoothly for about 5-7 cm. When the catheter was about 2 cm from being removed some resistance was met. The resistance was little and found to be right under the surface. The catheter was removed when gentle pressure was applied. Upon removal, gentle pressure was held at the site for two minutes. The site stopped bleeding and gauze was applied. Upon examination of the catheter they found a 2-3 cm incision in the side about 1-2 cm from the distal tip. At the end of the incision, the plastic was pulled back for about 0.5-1 cm which was the site of the resistance. It was noted "they suggested that it happened due to the stylet upon placement." There was no delay in treatment and no patient death or complications reported.